Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that there was an error message end of service (eos) on their programmer. The device was off/disabled and no longer providing therapy. Patient stated that they did not know what he was going to do without the device. Patient did not state that he was having a return of symptoms however, stated that the device has been helping patient's symptoms. Patient stated the device only lasted 2 years. Patient was redirected to their hcp to discuss ins replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the eos was that it stopped working. The issue was reportedly resolved. No further complications reported/anticipated.